Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the c5 segment with a max diameter of 5.9 mm and a 4.3 mm neck diameter. Landing zone: distal: 3.5 mm and proximal: 4.12 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the blood vessels were unobstructed. It was reported that during the treatment of an aneurysm with a dense stent, the intermediate catheter was a navien, and the microcatheter was a phenom27. The tip of the ped could not be opened. After multiple attempts, the stent still could not be opened. Another stent was used instead, which opened successfully, and the surgery was completed. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: ¿as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and inside a shipping box. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The pusher wire was kinked at ~11.0cm from the distal tip. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. No other anomalies were found. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline was placed in a straight section, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the damage seen on the braid (fraying) and pusher wire (kinked) indicates that high force was used. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was unknown. The pipeline was placed in a straight section when it failed to open. Additional steps or other devices attempted to open the pipeline included recovering multiple times. There was no issue with the phenom or navien catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.